Event description:
It was reported that a patient presented in-clinic for a right atrial lead revision procedure. Prior examination revealed dislodgement, loss of capture, loss of sensing, and high pacing impedance. The patient's lead was explanted and replaced on (B)(6) 2023. The patient was stable throughout.